Event description:
A consumer's friend reported that his friend experienced discomfort and she could barely see following the use of this product. No follow up could be conducted because the phone number, address and email address were all incorrect. No further info is expected.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. No follow up could be conducted because the phone number, address and email address were all incorrect. No further info is expected. (B)(4).